Manufacturer narrative:
(B)(4). Pump received with reservoir tube lip completely broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken off.

Event description:
The customer reported via phone call that lip ring top of reservoir was chipped off. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the reservoir was able to lock in place when inserted into the insulin pump. The insulin pump will not be returned for analysis.